Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the devices' jaws broke and tiny pieces fell on the cavity and on the or (operating room) table but were retrieved. There was no patient injury.